Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had sticky door latch was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the door latch sticks and has to be "popped in", a light smack is used to fully close the door latch. This was reported to bd representatives during site visit. There was no information on patient involvement.